Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m7241l605 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2018-00008 for the second report it was reported that the flex tubing was "popping off/ coming loose" from the vent when positive end-expiratory pressure (peep) levels were turned up. There was no patient injury reported. Per additional information received on (B)(6) 2018, the tubing was disconnecting, not just coming loose.